Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2000 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that mesh was implanted due to anterior colporrhaphy. It was also reported that patient underwent a laparoscopy and lysis of adhesions for pelvic pain on (B)(6) 2000. No additional information was provided.

Manufacturer narrative:
It was reported that mesh was implanted to treat cystocele and stress urinary incontinence. It was also reported that following insertion the patient experienced pain, erosion, infection, urinary/bowel problems, bleeding, recurrence, dyspareunia, neuromuscular problems and vaginal scarring. It was further reported that patient experienced mesh exposure and underwent mesh excision on (B)(6) 2013. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.